Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer was advised by technical support to clean speaker holes and reload the cartridge, and after following these instructions, pump resumed normal operation.